Event description:
It was reported that patient underwent total reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to migration of the glenosphere. A second revision procedure was performed on (B)(6) 2014, due to disassociation of the glenosphere. It was additionally reported that the patient suffered a fall prior to the (B)(6) 2014 revision procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-02156 & 02158).